Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that four bd vacutainer® ctad blood collection tubes were broken during use. Customer¿s verbatim: ¿since the beginning of february we have had a very unusual problem with broken citrate tubes ctad tubes 2.7 ml: ref (B)(4) and 4.5ml: ref (B)(4) 1st episode: 2 tubes on 05/02 then 1 on 18/02 from the same service; tubes 4.5 (ref (B)(4)) or 2.7ml tubes (ref (B)(4)): we conclude that a plate of tubes may have been abused and we ask the service to return the tubes. 2nd episode: 1 tube on 23/02 broken bottom and 2 tubes on 25/02: different services and different lots; 2.7ml tubes (ref (B)(4)): broken at the plug, for the 1 of them, the technician realized by going to see if there was 1 clot because tp <10% and tca> 180 sec, the requested control showed 1 normal coag".

Event description:
It was reported that four bd vacutainer® ctad blood collection tubes were broken during use. Customers verbatim: ¿ since the beginning of february we have had a very unusual problem with broken citrate tubes ctad tubes 2.7 ml: ref 367562 and 4.5ml (?): ref 367599 1st episode: 2 tubes on 05/02 then 1 on 18/02 from the same service; tubes 4.5 (ref 367599) or 2.7ml tubes (ref 367562)? : we conclude that a plate of tubes may have been abused and we ask the service to return the tubes. 2nd episode: 1 tube on 23/02 broken bottom and 2 tubes on 25/02: different services and different lots; 2.7ml tubes (ref 367562): broken at the plug, for the 1 of them, the technician realized by going to see if there was 1 clot because tp <10% and tca> 180 sec, the requested control showed 1 normal coag.¿

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.